Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 36-year-old female patient who had essure (batch no. C06472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urinary frequency, burning anal, painful respiration, dysuria, abdominal pain, uti, pyelonephritis, lower abdominal tenderness (and pain.), low back pain, cephalgia, pain legs, edema, erythema, flank pain, nausea, anemia (has needed blood transfusions quite frequently over the last several years.), fatigue, cramp in lower abdomen (and feels generally fatigued. She has some lower abdominal cramping and discomfort.), dysfunctional uterine bleeding, dizzy, uterine fibroid and menometrorrhagia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),"), iron deficiency anaemia ("other injury(ies) or complication (s) please describe: iron deficiency anemia") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 16-sep-2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, iron deficiency anaemia and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, iron deficiency anaemia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: procedure CT abdomen pelvis w IV contrast: pelvic organs :bladder was normal in appearance. The uterus appears enlarged and mildly heterogeneous recent possibility of underlying fibroid uterus. Bilateral essure tubal implants evident. Bilateral adnexal follicular/cystic change most recent follow-up information incorporated above includes: on (B)(6) 2018: FDA code added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 36-year-old female patient who had essure (batch no. C06472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, hypothyroidism and rhesus incompatibility. *procedure CT abdomen pelvis w IV contrast: pelvic organs :bladder was normal in appearance. The uterus appears enlarged and mildly heterogeneous recent possibility of underlying fibroid uterus. Bilateral essure tubal implants evident. Bilateral adnexal follicular/cystic change. Previously administered products included for an unreported indication: atarax from june 2014 to july 2014 and levothyroxine. Concurrent conditions included urinary frequency, burning anal, painful respiration, dysuria, abdominal pain, uti, pyelonephritis, lower abdominal tenderness (and pain.), low back pain, cephalgia, pain legs, edema, erythema, flank pain, nausea, anemia (has needed blood transfusions quite frequently over the last several years.), fatigue, cramp in lower abdomen (and feels generally fatigued. She has some lower abdominal cramping and discomfort.), dysfunctional uterine bleeding, dizzy, uterine fibroid and menometrorrhagia. Concomitant products included clonazepam (klonopin) from january 2015 to june 2015, hydrocodone bitartrate;paracetamol (norco) from july 2014 to january 2017, sertraline hydrochloride (zoloft) from july 2014 to august 2014 and tramadol from july 2014 to august 2014. On (B)(6) 2014, the patient had essure inserted. In august 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), abdominal pain lower ("lower abd pain") and back pain ("lower back pain"). In september 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 7 months 29 days after insertion of essure. In august 2015, the patient experienced the first episode of iron deficiency anaemia ("blood or heart disorder/condition type: iron deficency anemia"). On an unknown date, the patient experienced the second episode of iron deficiency anaemia ("other injury(ies) or complication (s) please describe: iron deficiency anemia") and abdominal pain ("abd pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, the last episode of iron deficiency anaemia, menorrhagia, abdominal pain lower and back pain had resolved and the urinary tract infection and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, the first episode of iron deficiency anaemia and the second episode of iron deficiency anaemia to be related to essure. The reporter commented: date of insertion is (B)(6) 2014 and essure confirmation test done on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on 26-jul-2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: plaintiff fact sheet and medical records received. Events added from pfs- infection (bladder/ urinary tract/vaginal) type: uti, lower abd pain, lower back pain, blood or heart disorder/condition type: iron deficiency anemia. Outcome of event pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abd pain were updated. Aka name, historical drug, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 36-year-old female patient who had essure (batch no. C06472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urinary frequency, burning anal, painful respiration, dysuria, abdominal pain, uti, pyelonephritis, lower abdominal tenderness (and pain.), low back pain, cephalgia, pain legs, edema, erythema, flank pain, nausea, anemia (has needed blood transfusions quite frequently over the last several years.), fatigue, cramp in lower abdomen (and feels generally fatigued. She has some lower abdominal cramping and discomfort.), dysfunctional uterine bleeding, dizzy, uterine fibroid and menometrorrhagia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),"), iron deficiency anaemia ("other injury(ies) or complication (s) please describe: iron deficiency anemia") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, iron deficiency anaemia and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, iron deficiency anaemia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: procedure CT abdomen pelvis w IV contrast: pelvic organs :bladder was normal in appearance. The uterus appears enlarged and mildly heterogeneous recent possibility of underlying fibroid uterus. Bilateral essure tubal implants evident. Bilateral adnexal follicular/cystic change . Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and mr received , reporter information ,lab data, patient demographic information,essure indication and lot number ,start date and event abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping) were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 36-year-old female patient who had essure (batch no. C06472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urinary frequency, burning anal, painful respiration, dysuria, abdominal pain, uti, pyelonephritis, lower abdominal tenderness (and pain.), low back pain, cephalgia, pain legs, edema, erythema, flank pain, nausea, anemia (has needed blood transfusions quite frequently over the last several years.), fatigue, cramp in lower abdomen (and feels generally fatigued. She has some lower abdominal cramping and discomfort.), dysfunctional uterine bleeding, dizzy, uterine fibroid and menometrorrhagia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),"), iron deficiency anaemia ("other injury(ies) or complication (s) please describe: iron deficiency anemia") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 16-sep-2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, iron deficiency anaemia and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, iron deficiency anaemia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: procedure CT abdomen pelvis w IV contrast: pelvic organs :bladder was normal in appearance. The uterus appears enlarged and mildly heterogeneous recent possibility of underlying fibroid uterus. Bilateral essure tubal implants evident. Bilateral adnexal follicular/cystic change quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.